Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. The analysis found that the long60a device was received in good visual condition and with six (B)(4) reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was firing on the jejunum and had fired six white reload cartridges. After the sixth firing the surgeon noticed that the out rows of staples were not formed. The staple were straight and had not formed at all. The surgeon took sutures to over sew the staple line. There was no patient consequence.